Manufacturer narrative:
A ge service rep performed an on site investigation. The steering handle was tightened during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system steering handle was loose and would not control the wheels. No pt injury was reported.